Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient. The patient was implanted with a neurostimulator for gastroint estinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that they didn¿t think they shut the device off but they did. It was reviewed how to turn stimulation off and how to confirm it is off. No patient symptoms or further complications were reported or were expected.